Manufacturer narrative:
(B)(4). Further info from the reporter regarding event, product, or pt details has been requested. No add'l info is available at this time. The event of bruising and puffiness are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Pt reported after injection with 2 syringe of juvederm ultra xc in the tear troughs, the pt had some "bruising" and there was "a lot of puffiness" at the injection area. The pt also stated they did not see any results after the injection. The pt stated the "bruising" has resolved, but the pt still has "a lot of puffiness." Approximately a month later, the pt was treated with hyaluronidase. Approximately two weeks after the hyaluronidase treatment, pt was given "vea vitamin e serum" and glytone hq lotion. Approximately one month later, the pt was given both glytone eye cream and mirvaso topically. At last visit with the pt, the healthcare professional saw no issue, however, the pt felt that they still saw bruising and swelling. According to the healthcare professional, "treatments were mainly offered to reassure the pt and allow healing time."